Manufacturer narrative:
(B)(4). Date sent 11/18/2024. D4 batch #c9dk19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was received with no apparent damage and the jaws in the closed position and one gst60b reload was loaded in the device. The reload was received fully fired. The manual override feature had been used. However, the knife was not completely in the home position causing the jaws not to open as expected. The device was reset to test the functionality of the device. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as the device opened and closed without any difficulties noted and no dislodged component was noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number c9dk19, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, the product broke inside patient, the jaws would not open. Unknown as to how the device was removed. A second device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/5/24. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. What part broke (closing trigger, firing trigger, handle, jaws, buttons, etc.)? Did any piece break off of the device? 2. If yes: 3. Did it fall into the patient? 4. Did retrieval alter the procedure in any way? 5. If yes, please explain. 6. Was the device locked on tissue with the jaws closed? 7. If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) 8. If the home button was pressed, did the knife fully return to its home position? 9. If the jaws could not be opened, how was the device removed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.